Event description:
It was reported that the patient received inappropriate therapy due to oversensing far p-waves on the ventricular channel. An x-ray showed dislodgement of the lead. The device was reprogrammed and the system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.